Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the service logs found the customer comment that the mobile programmer displayed dashed lines for all electrograms (egm) and electrocardiograms (ECG) and indicated a loss of communication between the mobile programmer and mobile programmer application hosting tablet was confirmed. Analysis of the service logs also found the customer comment that when it was attempted to change the pacing mode, the mobile programmer displayed question mark symbols for the pacing mode was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure the mobile programmer displayed dashed lines for all electrograms (egm) and electrocardiograms (ECG) and indicated a loss of communication between the mobile programmer and mobile programmer application hosting tablet. The patient was asystolic and when it was attempted to change the pacing mode, the mobile programmer displayed question mark symbols for the pacing mode. Transcutaneous pacing was started with an external pacer before communication was reestablished with the mobile programmer and the egm and ECG signal returned. It took approximately 10-15 seconds to reestablish communication and the patient was asystolic for approximately 5-10 seconds. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.